Event description:
It was reported that the physician was unable to position the lead in the patient's vein. The lead was removed and a different model lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Full lead returned and analyzed.